Event description:
Reportedly, during an interrogation with the orchestra plus link, a faulty connection was noted.

Manufacturer narrative:
Analysis summary: upon reception, the orchestra plus link was tested and the reported behavior was not reproduced: normal communication was observed with a reference ICD. The reported faulty communication could be related to incorrect rf environmental conditions (non-optimized positioning of the rf head) and/or interference from nearby equipment/objects. No anomaly is suspected on the rf head.

Event description:
Reportedly, during an interrogation with the orchestra plus link, a faulty connection was noted.